Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. The ground prong of the power cord is missing. The power cord was inadvertently discarded; therefore, no cause could be determined. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).

Event description:
The customer contact reported a missing ground prong. The device was returned to the biomedical engineering department with an unsigned note that stated, "ground prong missing from power cord." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.